Manufacturer narrative:
The evaluation of the received device logs confirmed that on the given date of event, the ventilator system generated an alarm for ¿low o2 supply¿ pressure at the time 12:33. The provided device logs starts at (B)(6) 2017 at the time of 11:53 and ends at (B)(6) 2017 at the time of 11:20. Therefore, it is not possible to confirm any events before this time 11:53. Further analysis of the logs showed that between the time 11:53 and 12:58 there were several clinical alarms generated with indication difficulties in ventilation the patient, with alarms for ¿vt insp over-range¿ and ¿check tubings¿. These alarms indicate leakage within the patient breathing system. Our field service engineer (fse) visited the customer and examined the ventilator system without finding any evidence to support a malfunction. Further analysis by our fse found that the oxygen supply pressure manometer on the facility wall gas supply system was fluctuating. An inlet pressure drop below 2 bars will generate the technical alarm on the ventilator for low o2 supply pressure. Our conclusion is, that the issue related to the event was most likely caused by insufficient gas supply pressure from the hospital facility system. No information about any preventive actions was provided.

Event description:
It was reported that an alarm was generated for low o2 concentration. Patient did not receive the necessary concentration of oxygen and as a consequence the blood pressure dropped. There was no patient harm reported. (B)(4).